Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, on or about (B)(6) 2008, pt implanted with aris transobturator tape. On or about (B)(6) 2009. Pt implanted with dermis tissue product. Later pt experienced pelvic pain, infection and urinary problems and will likely undergo corrective procedures and/or additional medical treatment.